Manufacturer narrative:
(B)(4). Returned product consisted of a maverick 2 balloon catheter. The balloon was loosely folded with blood in the inflation lumen. The tip, balloon, markerbands, shaft and hypotube were microscopically inspected. Inspection revealed a kink in the hypotube located 36cm from the strain relief and a burst in the balloon material that was 17mm in length. Inspection of the remainder of the device revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 19-aug-2018. It was reported that crossing difficulties were encountered. The 79% stenosed target lesion was located in the mildly tortuous and moderately calcified mid left circumflex artery. A 2.00mm x 20mm maverick²¿ balloon catheter was advanced for dilatation and was expanded to 6 atmospheres. However, the device failed to cross the lesion due to the calcification. The device was completely removed from the patient's body and the procedure was completed with a 2.0 x 15mm non-bsc balloon catheter. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a longitudinal balloon tear.